Manufacturer narrative:
The suspect device has not been returned for evaluation, but a vyaire field service representative(fsr) evaluated the device onsite and replaced the main electronics assembly,updated the software, performed calibrations and ovp (operational verification procedure). However, during analysis of log files, exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Epc has suddenly stopped logging on (B)(6) 2021 01:54:18 (device time) during a running ventilation. It is visible in the cfb logs that the ventilation continued with the last applied settings and the software has triggered all alarm lines (buzzer tone, red alarm lights and nurse call), as designed. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Investigation will be continued under (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 screen had frozen during patient use. The customer confirmed that there was no patient harm reported from this event.